Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the white blood cell (wbc) aperture was defective. The fse replaced the white blood cell (wbc) bath and aperture, resolving the high basophil issue on controls. The fse also found the hemoglobin (hgb) lamp and diode was faulty. The fse replaced the hemoglobin (hgb) lamp and diode, resolving the incomplete hemoglobin (hgb) results. While onsite, the fse identified the instrument calibration was out of instrument specification. The fse re-calibrated the analyzer, resolving the high monocytes coefficient of variation (cv) on the controls. The fse replaced the differential fix reagent from lot 20402e to a new lot. Following the change of the reagent, the diff + errors were no longer appeared on patient results. (B)(4).

Event description:
The customer reported the coulter act 5diff autoloader (al) hematology analyzer generated high basophil results and a high coefficient of variation % (cv%) on monocytes for the quality controls. The customer also reported diff + errors and incomplete hemoglobin (hgb) results on patient results. The erroneous results were not reported out of the laboratory. There was no death, injury or change to patient treatment associated with this event.